Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low", and the meter bg reading at the time of the event was not provided. Due to the inaccurate cgm reading, the customer consumed carbohydrates in an attempt to address their bg level. As a result of the basal suspension and carbohydrate consumption, the customer's blood glucose (bg) level rose to 1520 mg/dl with large ketones that were identified as dangerous/life threatening by a healthcare provider and the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). The customer was treated with intravenous fluids of saline and insulin to address the issue. The customer was discharged from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.